Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected blank displays, back light anomalies or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. No stuck buttons, multiple press issues, or other keypad anomalies were noted during testing either. All buttons were tested while navigating the menus, and they all worked properly. However, error messages did occur during multiple attempts of uploading for pump error 25 which is probably due to some problem with electronics of the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had no response even though the button was pressed. Customer stated insulin pump screen remained pitch-black and red light did not flash. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.